Event description:
Additional information received identified that patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported observation of the ¿replace generator¿ was confirmed. The device was returned with a depleted battery. After recovery of the device to allow for communication and testing, analysis determined the root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol).

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient is not receiving therapy. Surgical intervention is pending to address the issue.